Event description:
A medtronic representative reported a stealthstation treon guidance system that is freezing. The issue can be replicated almost 100% of the time and occurs immediately after the emitter is plugged in. There was no pt present.

Manufacturer narrative:
Pt information not provided as no pt was present. Software has not been evaluated as of the date of this report.